Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to insert the usb cable into the usb port despite the attempt of multiple usb cables. It was confirmed that the usb cables were able to successfully charge another device. The customer did not observe any physical damage to the usb port. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.